Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited intermittent notifier alert and longevity overestimation. The ICD was explanted and replaced. Patient condition is unknown.

Manufacturer narrative:
Correction for b5 - should state that the patient condition is unknown rather than stable.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited intermittent vibratory notifier alert and longevity overestimation. The ICD was explanted and replaced. The patient was in stable condition.